Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the implant procedure was successful. The 27mm watchman ® laa closure device was placed distal to and spanned the entire laa ostium.

Event description:
Same case as MFR: 2134265-2015-03399. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The 27mm watchman delivery system was deployed; however, a pericardial effusion (pe) occurred. The pe was treated by pericardiocentesis and blood transfusion using two units of blood. The event was considered recovered/resolved. No further patient complications were reported.